Event description:
The duett sealing device was deployed following a right and left heart cath (via a 6f sheath, left common femoral artery and 8fsheath in the right and left femoral vein). The deployment was unremarkable. The following day, the pt reported a lump, pain, and redness in groin. Upon readmission to the hosp, no bruit was heard, and no abscess or pseudoaneurysm was detected on ultrasound, however a small hematoma was reported. Although the pt did not run a fever or show an increased white blood cell count, the pt was put on IV antibiotics. The pt would have been discharged when the redness/cellulitis was gone (the lump remained), but was hospitalized longer due to inr levels. No further problems were reported.